Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014; 419588 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds went from normal to high during the week following implant. No decision has been made regarding intervention. The lead remains in use. No patient complications have been reported as a result of this event.